Event description:
In 12/2004 the manufacturer received an electronic correspondence (e-mail) from a physician at the user facility (uf). This report is for one of those individual incidents. The initial description by the physician was "pt with chest wall cellulitis over a set of lifesites that required hospitalization.